Event description:
It was reported that the pt is not feeling stimulation. An error message was displayed on the pt programmer. The pt programmer was unable to locate the ipg. The MFR attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.